Manufacturer narrative:
A steris service technician, arrived on-site, inspected the unit, and confirmed it to be operating according to specification. The technician observed user facility personnel running a cycle and identified that they were overloading the racks for washing cycles. The steris operator manual states on page 4-2, "important: maximum loading weight (accessory rack and accessory rack contents) inside reliance vision multi-chamber washer/disinfector is 135 lb (61 kg)". Steris completed in service training on the proper use and operation of the reliance vision multi-chamber washer/disinfector. No additional issues have been reported with the washer.

Event description:
The user facility reported that at the conclusion of cycles, instruments were coming out wet, and excess water was spilling on the floor. No injury, procedural delay, or cancellation was reported.